Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of escherichia coli as shigella dysenteriae when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213335. The customer did not return isolates or panels but provided phoenix generated lab reports and binary files for the investigation. The customer provided phoenix lab reports show a patient isolate identified as e. Coli and s. Dysenteriae on the complaint batch. To investigate, three retention panels from complaint batch 3213335 were tested using in house isolate e. Coli (B)(4) on a phoenix m50 machine and evaluated for identification results. In addition, two control panels from the same material but different batch were tested using in house isolate e. Coli (B)(4) on a phoenix m50 machine and evaluated for identification results. The five panels tested identified the isolate as e. Coli, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. Although we didn't see the issue during complaint investigation testing, we recognized through complaint trending an increase of e. Coli mis ids over the past year. The technical team has identified a potential enhancement that would bolster the instrument¿s ability to interpret the behavior of the organism¿s interaction with the substrates on the panel. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed ten additional complaints on complaint batch 3213335, related to this defect and unconfirmed and all from the same customer. Complaint trending was performed, and no trends were identified associated with this defect.

Event description:
It was reported when using the panel phoenix nmic/ID-307 a patient isolate was misidentified as s. Dysentariae the corrected result being e. Coli. The final result was verified with a reference laboratory. No health impact or consequence reported.

Event description:
It was reported when using the panel phoenix nmic/ID-307 a patient isolate was misidentified as s. Dysentariae the corrected result being e. Coli. The final result was verified with a reference laboratory. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.